Event description:
She was complaining to her surgeon on pain in her legs, and underwent various exams by her surgeon and various physicians. She had a revision surgery (B)(6) 2011.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Notification was received from bioengineering stating that the root cause is undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. A review of complaints database search and manufacturing records did not identify any anomalies. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Following receipt of products, further investigation was completed which confirmed that the returned products had been manufactured correctly to specification. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the information provided identified that insufficient information had been provided to complete an investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.